Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative correction: medical device catalog, medical device serial, medical device model and concomitant med prod data d4 and h4: serial number, unique device identifier (UDI) and device manufacture date upon investigation of the device involved in this incident it was determined that the pyxis station required scanning of each unit for all medication removals. The technical support specialist diagnosed that the affected pyxis stations were configured to require barcode scanning for removals which explained the reported behavior. It was determined that this configuration change was made by an end user although specific attribution could not be identified. The behavior was verified as expected and no system defect was identified. The customer was informed that an administrative user could disable the scan required for remove setting at the device level through the pyxis enterprise server and was advised to implement configuration changes in small batches to avoid conflicts. Guidance was provided that disabling this setting would prevent recurrence of the issue. The system functioned as intended following technical support specialist investigation.

Event description:
It was reported that when using the bd pyxis¿ es server, required scanning of each individual medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility- (B)(6). D4 unique identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, required scanning of each individual medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.